Event description:
Pt with degenerative disc disease, status post l4-s1 anterior posterior spinal fusion on (B)(6) 2004. Initial report fusion construct consisted of alif spacer, allograft with screw and washer anchor anteriorly posterior placement of competitive screws, rods and locking caps from l4-s1. Pseudoarthrosis noted at l5-s1. Exploration of posterior fusion, removal of hardware at l4-s1, replacement at l5-s1 on (B)(6) 2007 with right iliac crest bone graft. This is the 2nd of 2 reports submitted on this event.

Manufacturer narrative:
Investigation is ongoing; no conclusion could be drawn as no device was returned or lot number provided. Synthes is unable to determine manufacturing date without a lot number.